Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery, left groin exploration, ilioinguinal neurectomy and left inguinal floor reconstruction on (B)(6) 2018 during which the surgeon noted this was a difficulty procedure with densely adherent mesh in his left inguinal floor. The anterior leaflet of the mesh was fairly flat, though densely adherent, but the connecting ring and posterior portion was folded and formed a rock hard type area at the level of the internal ring. It was reported that the patient underwent an orchiectomy on (B)(6) 2018 during which the surgeon noted a densely adherent testicle to the dartos fascia. He noted the patient developed testicular ischemia and left orchialgia following a prior inguinal procedure. The patient continued to have left sided orchialgia. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 5/04/2020. A review of batch manufacturing records was conducted and the batch met finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 1/17/2021.